Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation . It was reported that per call with the patient, she verified that her entire interstim was removed on the same month because she developed an infection. Still researching the exact date of removal. No device issues were reported additional information was received from the patient. They reported that there is two implants that need to be removed from 2004. They no longer have them as they were taken out due to (B)(6). Patient reported that the device was removed in 2004 and 2005. The patient provided the event date as within days they noticed the (B)(6).